Manufacturer narrative:
Additional device info: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact procedure date unk). The physician immediately performed a post-ablation hysteroscopy which revealed "that both corneal regions were unablated". The dr decided to treat these areas with a non-hologic device. "The pt returned to [the hosp] approx 24-48 hours later with acute abdominal pain and was taken to the operating room for an exploratory laparotomy. A "superficial bowel burn" was recognized and treated by oversewing the area. No bowel resection was required. The pt is currently doing well". Discharge date is unk.